Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the surgery the applicator knob and the thread at the proximal tip of the applicator outer shaft jammed. No prolongation of surgery reported, no patient harm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: the investigation from complained applicator outer shaft shows that the thread proximal is without damages. The applicator inner shaft, which completes the instrument, has not returned and therefore could not be investigated. Function from applicator outer shaft thread has been checked with applicator-knob and has been confirmed. Therefore, we cannot confirm the reported event. The tips distal from applicator outer shafts shows damages which gives way for the possibility that this could lead to jamming of the applicator inner shaft and applicator knob too. Afterwards and without further details and with an incomplete instrument it is unfortunately not possible to determine the exact cause which induce the tips damage distal. It is likely that an unforeseen mechanical force caused a material fatigue and this lead into the damage of the tip distal. Further investigation of documentation for material and manufacturing shows that the instruments have been produced under specification. No failure in material or manufacturing could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.